Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device neuro tip was fractured, was corroded and the bearing was damaged. The device also failed pretest for visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that the craniotome device had an unknown malfunction. During in-house engineering evaluation, it was determined that the neuro tip was fractured, was corroded and the bearing was damaged. The device also failed pretests for visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.